Manufacturer narrative:
Event site name: (B)(6) hospital. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the keypad was defective. Designated complaint unit employee confirmed based on photographic evidence that the protective film of the keypad was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the keypad was defective. Designated complaint unit employee confirmed based on photographic evidence that the protective film of the keypad was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the keypad was defective. Designated complaint unit employee confirmed based on photographic evidence that the protective film of the keypad was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that the keypad needs to be replaced. Designated complaint unit employee confirmed based on photographic evidence that the protective film of the keypad was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer, who observed in the provided picture that both light heads have been completely dismounted and are on the floor. They are open, suggesting that the keypad must have been pulled up voluntarily. This implies that the proper procedure for removal was not followed. The keypad layer (protective film) is also damaged, likely due to normal wear initially. However, the current condition of the layer indicates that it has been torn manually, which was a deliberate action getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the keypad was defective. Designated complaint unit employee confirmed based on photographic evidence that the protective film of the keypad was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.